Event description:
The following event was referenced in the info presented at the (B)(6) held on (B)(6) 2011 through (B)(6) 2011 in (B)(6). A (B)(6) man was admitted to the hospital for the treatment of asymptomatic myocardial ischemia and bilateral lower extremity arteriosclerosis obliterans. His ankle-brachial index (abi) was 0.72 in right leg and 0.49 in left leg. The pt had severely stenotic lesions in the right external iliac artery and left common femoral artery (lcfa). The first procedure performed for this pt was a percutaneous coronary intervention (pci) to diffuse severely stenotic lesions from the left main trunk through the left anterior descending (lad) with a drug-eluting stent. A stent was placed in a severely stenotic lesion in the right external iliac artery as well. As the second procedure, the pt underwent left common iliac artery stenting of a severe stenotic lesion via lcfa puncture using a 6f sheathless pv guiding catheter. Following the second stenting procedure, an angio-seal was deployed. The pt's common femoral artery pulse around the puncture site became weak. Angiography was performed again, revealing a complete occlusion in a long section from the left external iliac artery through the left common femoral artery. An ultrasound was performed around the puncture site, revealing a complete occlusion of the left common femoral artery, located slightly proximal to the puncture site. A thrombectomy and a thromboendarterectomy were performed. The angio-seal components were in the left common femoral artery, located about 1.5cm proximal to the puncture site. The angio-seal was removed and the anchor was bent at the dome. The vessel was rebuilt with an 8mm synthetic graft. After the procedure, the pt's abi improved to 0.72->0.9 in the right, and 0.49->0.70 in the left. The date of angio-seal deployment and the model used in this case all were not available. The physician who performed angio-seal deployment is unk.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (dfu) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.